Manufacturer narrative:
D4 - UDI no. - UDI not yet required for this product. The actual device has not been returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tip of the device being used separated during a procedure. Follow up communication with the user facility confirmed the following information: the wire tip separated during a case; the tip was retrieved; the procedure was completed; and the patient is doing great.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. The actual device was not available to be returned to the manufacturing facility. Therefore the investigation results are based upon the user facility information and an evaluation of the retention sample from the involved product code/lot number combination. Visual inspection found no obvious anomalies. Magnifying inspection of the surface did not find any anomalies. Dimensional and function testing was conducted and confirmed to meet manufacturing specifications. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention sample was normal product with no anomalies. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device discarded.